Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, it was discovered that the device's main control knob had become free from the switch spindle. The complainant indicated that there was no patient involvement in the reported malfunction.